Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. Multiple attempts were made to obtain the return status of the device from the customer. No response was received. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: user attempts to cut staples or clips. User attempts to cut non-soft tissue.. User attempts to cut excessive amount of tissue. The instructions for use (IFU) state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance. (B)(4).

Event description:
It was reported the laparoscopic device with unipolar cautery was not sharp enough to cut. The procedure was completed with another laparoscopic device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.